Event description:
It was reported the patient felt a stabbing pain a month after implant and thought the stimulator had moved. The patient may have a longer healing time due to pre-existing neuropathy. The implant site was still swollen. The pain was present when they were dehydrated or retaining fluids. The pain was located in the buttocks and vaginal area. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kmyx, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a CT scan was being performed for placement.

Manufacturer narrative:
(B)(4).

Event description:
Previously reported information in manufacturing report # 3004209178-2015-01672 noted that: it was reported the patient was in pain in the buttocks and vaginal area following implant. The pain was present when bending over. The discomfort could be due to their pr e-existing neuropathy and fibromyalgia. The stimulator was move when the patient lay on their right hip. A couple of months later, an x-ray was performed and showed the stimulator was tilted. Revision surgery was performed in fear that the leads would break. All future reported information will be in manufacturing report # 3004209178-2015-01677. It was later reported that they had to reposition implantable neurostimulator (ins) (B)(6) 2014. They did a xray. Ins moved and was tilted. Ever since then, the patient felt pain in butt and down leg when bending over. The nurse said there may be swelling, scar tissue, or it could be laying on a nerve.